Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a broken belt clip slot.

Event description:
Customer reports to have received a no delivery alarm, then moments later, received a motor error alarm. Customer's blood glucose was 133 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.